Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection of the lcca occurred upon attempt to insert the .014 lake region guidewire into the lica. The physician placed an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection of the lcca occurred upon attempt to insert the .014 lake region guidewire into the lica. The physician placed an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.